Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage noted to the packaging carton, and the label on the packaging carton was intact/not broken. The pouch was open from 3 of 4 sides when returned. There was no damage observed in the construction (external) of the device. Functionally, the inner and middle assemblies spun freely and easily by hand with no issues. The device was securely connected to the handpiece and ran in oscillating mode up to 7,500rpm. During the device oscillation, an excessive wobbling was observed. Additionally, the inner shaft was pulled out of the outer assembly, and it was noticed that the inner shaft was bent. The inner shaft was bent near the distal end of the inner hub. The device failed due to defective condition upon return and the inability to spin properly. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, after opening the package, the blade did not rotate. A new blade was opened to complete the procedure. There was no patient involved.